Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1912215. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, damages were observed to the shelf carton packages. The package material is designed to resist normal conditions of transport and storage; however, it is possible that this incident resulted during the transport or storage process after production. A manufacturing related cause could not be identified for this incident. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that shipper was wet and inside packages sterility was compromised with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from french to english: out of 3 boxes, the packaging of the 80 syringes was very damaged. The aspect seems to show a moisture absorption, but the transport carton does not present any irregularity. This strongly curled aspect did not allow the devices to be used, as the sterility of the syringes may have been compromised. Was there any change in the manufacture of the cardboard packaging? The incriminated device will not be available at the pharmacy for expertise.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that shipper was wet and inside packages sterility was compromised with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: out of 3 boxes, the packaging of the 80 syringes was very damaged. The aspect seems to show a moisture absorption, but the transport carton does not present any irregularity. This strongly curled aspect did not allow the devices to be used, as the sterility of the syringes may have been compromised. Was there any change in the manufacture of the cardboard packaging? The incriminated device will not be available at the pharmacy for expertise.